Event description:
A handwritten letter was received from the patient 12/04/2007. The patient indicated having successfully worn av2 product for five years. The patient reported being placed in "oasys contacts last summer." The patient reported experiencing "irritation" in both eyes, right eye more than the left, after one week of daily wear. The patient wrote that the right eye "got so irritated that I couldn't even hold it open." The patient reported being evaluated by the primary eye care professional at that time. Patient reported that the doctor indicated that the patient "was having an allergic reaction to the contacts and that I had a small ulcer on my cornea." Multiple attempts were made to contact the patient to obtain additional information and obtain the product in question. No response has been received from the patient. No additional information is available at this time. Because a corneal ulcer may or may not be a serious reportable event, this event is being reported as worst case. Will report any additional information received within 30 days should any further information become available. All MDR reports are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.